Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t-handle is broken, the hudson connector is loose.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint. A functional test found a mating component did not assemble into the excel t-handle. A two-year search found that overtime with heavy usage and age the hudson connectors start to lose their ability to lock on to a mating component. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.